Event description:
It was reported that a patient was in so much pain that she could hardly walk. It was noted that the patient felt like she was being electrocuted. It was reported that this started the day prior to the report and she had no traumas or falls. The reporter stated that the patient was able to reduce stimulation on program 3 from 4.00 volts to 3.15 volts. It was noted that the pain wasn¿t there anymore.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fqd2, implanted: 2014-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).